Manufacturer narrative:
The reported event was lead wasn¿t in an optimal position (anterior). As received, a complete lead was returned in two pieces. The s-curve hump height was measured and found to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a follow up in clinic, it was noted that the left ventricular (lv) lead was not in an optimal position in relation to the patient. The physician elected to explant and replace the lv lead to resolve the event. The patient was in stable condition.